Event description:
It was reported that a revision surgery was performed for dislocation caused by a broken ring

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].